Event description:
It was reported that bd nexiva diffusics 22g x 1.00 in global leaked the following information was provided by the initial reporter: extravasation of contrast during CT scan cannula inserted in CT intol) cubital fossa. 22g nexiva flushed pre scan. What was the outcome of the incident/event? Scan ceased. 90ml 350mg/I/ml omnipaque contrast and 40ml nacl- 0.9% extravasated into l) upperarm from l) cubital fossa cannula. Radiology registrar notified and reviewed patient. Extravasation protocols followed. Handover given to ward nurse. Further education for staff on nexiva diffusics offered.

Manufacturer narrative:
Bd was not able to confirm the customer¿s indicated failure mode because no samples or pictures were received to perform investigation. Internal quality records have been consulted for tracking and trending purposes but issues like this are not detected which means low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary.